Event description:
It was reported that the pt underwent a total knee replacement. The drain was removed postoperatively. There were no issues when placing the drain. The drain was trimmed before placement. A long leg dressing with ace wrap was placed over the operative site while the drain was in place. The hemovac and dressing were monitored per the hospital's policy and output was noted. The pt's knee was x-rayed and the tip of the drain was observed inside the pt's knee. The drain broke 7 cm from the trimmed end. The drain broke inside the pt's knee joint. There were no stress marks on the drain after removal and the break was jagged. The pt underwent a surgical procedure to have the piece of drain removed. To date there have been no reports of further impact to the pt as a result of the event.

Manufacturer narrative:
The device was not returned for eval. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).